Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Performance testing of the device resulted in an unsuccessful introduction into the original via 17 microcatheter as well as an in-house via 17. The physical evaluation of the device indicated that the unit returned did not match the specifications for web 17 system 7x4 implant and instead matched the specifications for a web 27 system 8x3 implant. Web 27 implant devices are too large to fit into via 17 microcatheters which explains the reported event description. This issue is tracked by quality.

Event description:
It was reported that a web sl 7 x 4 device could not be advanced through a via17 microcatheter. The microcatheter was removed and the web device was attempted to be advanced through the microcatheter again, which it could not do. Another web device was used and the case was completed. There was no reported patient injury or intervention.